Manufacturer narrative:
This follow up is submitted to populate fields d8 and/or h6 with data that had previously been provided in field h10. There is no change to the content of the data.

Manufacturer narrative:
Component code: g03001. Field service was dispatched to the account site and performed extensive troubleshooting. During this troubleshooting field service cleaned, replaced and calibrated multiple parts and components, however the aero c8k pop vlv was deemed to be the complaint cause. The architect system operations manual provides adequate labeling with regards to maintenance and troubleshooting, removal, and replacement of the aero c8k pop vlv including operational precautions and limitations; specimen handling recommendations and fluidic subsystems troubleshooting and the system technology limitations and resolving the customers issue. The architect c4000 system service and support manual contained adequate information for troubleshooting the issue. The service history of the architect serial (B)(6) verifies no subsequent issues have been reported that are related to discrepant results. No non-conformances or potential non-conformances applicable to the current complaint were found for the aero c8k pop vlv. An adverse trend is not identified for the aero c8k pop vlv and a review of the architect product monitoring found no adverse trend of the architect with regards to the current issue. No product deficiency was identified.

Manufacturer narrative:
(B)(4). Was this device serviced by a third party? No. An evaluation is in process. A followup report will be submitted when the evaluation is complete.

Event description:
The account observed elevated and inconsistent architect magnesium on a patient ((B)(6) year old african american female) sid (B)(6) that tested 3.4 mg/dl, repeated on the same architect c4000 instrument of 6.6 mg/dl, but another architect instrument of 2.2 mg/dl. The account stated the quality control was in control but erratic on both levels. The account uses a normal magnesium reference range of 1.6 to 2.6 mg/dl. No impact to patient management was reported.